Event description:
Pt alleges twelve days after implantation (i.e. December 15, 1985) a second surgery was performed on her left side due to implant complications. Physician's note shows pt had evacuation of a hematoma in her left axilla and upon reinsertion, the implant ruptured.